Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed, but the exact cause is unknown. One 4 fr s/l groshong nxt PICC was returned for investigation. The two-piece nxt connector had been assembled and secured to the 4 fr tubing. A break was located 7mm within the distal tip of the strain relief oversleeve. The oversleeve was removed, which showed that the tubing extended 3mm from the distal end of the hard plastic connector. The adjoining ends of the catheter were microscopically examined and revealed mating surfaces. The cross section of the tubing was noted to be rough and granular, which is indicative of a break. A circumferential impression was visible around a portion of the external surface of the tubing near the break site. A tactual investigation revealed slight elastic weakness in the tubing just distal to the break site. The break could be associated with excessive force used on the PICC; however, the impression in the tubing suggests other factors in the catheter break. The cause of the complaint is therefore undetermined. A functional test revealed that the catheter was patent to infusion. The IFU provides detailed and illustrated procedures for securing the PICC in place, which should prevent inadvertent stretching of the 4 fr tubing. A lot history review (lhr) of reza1861 showed no other similar product complaint(s) from this lot number.

Event description:
Nurse reported that a patient had a catheter implanted on (B)(6) 2016 under ultrasound. The access site was at the basilic vein 5cm above the right elbow. The implantation length was 40cm with 5cm of the catheter exposed outside the body. On (B)(6) 2016 the patient's family found that the in vitro oversleeve portion of connector was detached from the catheter. The nurse reported that the catheter was fractured at about 44.5cm on the midsection of the metal handle of the oversleeve portion of connector, but stated that the catheter did not completely slip into the body. The catheter was immediately removed.